Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing t waves. Noise and low r wave measurements were also noted. The lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.